Event description:
It was reported that the locking screw for the articular surface would not engage with the tibial stem taper plug. X-ray confirmed the taper plug dropped a few millimeters.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: no device or photos were received; therefore, the condition of the components is unk. X-rays were rec'd; however, the poor quality provided little info. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer inc. Considers the investigation closed.